Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump rejects batteries, esc button has become difficult to activate, insulin pump had 2 motor errors. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.